Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer experienced diabetic ketoacidosis after a medtronic employee advised the customer to change their insulin pump settings. No further details were provided regarding the diabetic ketoacidosis incident. The insulin pump was not returned or replaced.

Manufacturer narrative:
The addition of hospitalization been added to this report.